Event description:
It was also noted that the patient had a history of falls and 'black outs' with trouble 'remembering things'.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted and replaced approximately one year ago following a fall. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v745893, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).